Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2022. The patient was stable before, during, and after the procedure.